Manufacturer narrative:
The investigation was completed on 23-may-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 31481186l number, and no internal action related to the reported complaint condition were identified. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the char was excessive and considered the amount of char caused a potential risk to this patient. After the procedure, the physician noticed some charring above the electrode. The char was located between tip electrode and electrode 2 at the plastic ring separating the electrodes. The patient had no complications. No patient consequence. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician considers that the char was excessive. The physician did consider the amount of char observed caused a potential risk to this patient. The correct catheter settings were selected on the generator. The system did not present any error message nor did the physician / user see any product problem. There were no issues related to temperature and flow on the catheter. The generator parameters qmode, 90w, temperature target: 55°c and temperature cut off: 65°c. The duration of ablation used was not greater than 60 seconds, qmode+ - 4s. The average contact force was not greater than 25 grams, physician aims for 5-15 grams. The patient was anticoagulated. Heparinized normal saline was used. Act >300. Maintained throughout every case. The pump was switching from low to high flow during ablation. The irrigation rate was not used outside of those prescribed. The pre-ablation high setting was 2s. Additional information was received. Among others, the physician considers the char as being excessive.